Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Boston scientific technical services (ts) reviewed the episode noting low r-wave amplitude, changes in morphology with t wave oversensing of noise. Recommendations for additional system testing were provided including provocation and positional testing/assessment of signals and a chest x-ray to confirm system placement. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigational summary: with all the information available, boston scientific cannot confirm the root cause of the inappropriate shock, over-sensing and noise associated with this device due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device will not be returned to boston scientific: therefore, physical analysis cannot be conducted. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported compliant, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Boston scientific technical services (ts) reviewed the episode noting low r-wave amplitude, changes in morphology with t wave oversensing of noise. Recommendations for additional system testing were provided including provocation and positional testing/assessment of signals and a chest x-ray to confirm system placement. The device remains implanted. No additional adverse patient effects were reported.